Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, ¿improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure.¿

Event description:
It was reported that patient underwent an open scaphoid lunate ligament repair procedure on (B)(6) 2015. During the procedure, the anchor pulled out. Another anchor was used to complete the procedure without delay.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation determined proper surgical technique was not used.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.